Manufacturer narrative:
Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician stated that when the angio-seal was deployed, the anchor nor collagen came out of the device. The patient's condition was reported to be good. Additional information was received on 11/27/2018: a pre-deployment angiogram was performed. The patient received two separate procedures on separate days. The procedure was completed using manual pressure and fem-stop.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received at for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted, the deployment sleeve was moved into the forward lock position, and the anchor exited the sheath. The device was then pulled to rear lock position and anchor posted against the sheath as intended. Digital force was then applied to the anchor and the suture unwound as intended. The tamping tube did not release due to the binding presence of blood like substances within the cannula of the carrier tube. There were no other functional anomalies noted with the device. The presence of the tamping tube was verified by cutting through the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the issue may include the device not being placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined.